Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer¿s current high blood glucose 398 mg/dl. The customer had treated with insulin pump. Customer did not allege pump was under delivering. The customer also reported that sensor was often very off, sometimes there¿s no reading and then it¿s way off. Last sensor reading was 220 mg/dl. The customer stated last night it said she was 166 mg/dl and her blood glucose was 248 mg/dl. Assisted customer with performing the high pressure test. Test was passed. The product was not returned for analysis.